Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this physician and clinic nurse contacted technical services to request review of stored episodes. Upon review, technical services identified what appeared to be nonphysiologic noise of the right ventricular (rv) channel, however, there was no pacing inhibition the technical services consultant discussed the lead measurements from this device and competitor rv defibrillation lead. Technical services informed the physician that the lead impedance measurements started out in the 400 ohms range at implant. After approximately 2 months, the impedance increased, with some variability, into the 1300 ohms range. After 4 months, the impedance stabilized and has remained consistent at 1100 ohms for past few months. The physician commented that this competitor rv lead may have exhibited impedance problems in the past. The physician reported that the device was implanted in a submuscular location. The physician planned to xray the pocket location to check the device-lead connection but felt that the impedance variability may be related to a device header issue. Technical services discussed the product performance of this device's header as well as the competitor's product performance report on the rv lead. Technical services discussed information contained in the question and answer section from the subpectoral implant 2009 product advisory. To date, this device and competitor rv lead remains inservice.